Event description:
It was reported that patient had a ventricular arrhythmia, possibly tachycardia event. The physician is concerned this may be related to vns. The patient has had no previous issues with device and is being titrated up. The patient is currently hospitalized. No additional relevant information has been received to date.

Manufacturer narrative:
D4. Lot # - correction ¿ inadvertently not included in the initial MDR submitted. D4. Expiration date ¿ correction ¿ inadvertently not included in the initial MDR submitted h4. Device manufacture date ¿ correction - inadvertently not included in the initial MDR submitted.